Manufacturer narrative:
H3: product analysis: evaluation determined that the top of the tool where tool attaches to attachment or device is fractured/ broken off. The most likely is the result of too much pressure/ side load applied at the top of tool when in use. When tool/ device was being used and not held properly, it could have led to tool fracture. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  the burr was broken. There were no fragments left inside the patient and there was a delay of 3 minutes in procedure as  a result of the event. No patient impact was reported. The procedure was completed with the backup product. No additional intervention was performed as a result of this event. After follow-up it was confirmed that the there was no patient impact after the surgery. The tool broke before the operation was completed, forcing two burs to be unpacked during the operation.